Manufacturer narrative:
This ipg serial number was included in a field advisory. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to pocket heating while recharging their system. In addition, the patient alleges the ipg battery inconsistently maintained a charge. As a result, surgical intervention was discussed to replace the original device with a non-rechargeable ipg as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model.